Event description:
During a pfa procedure, an air leak occurred. Transseptal was performed successfully with an sl0 sheath with a brk 71cm needle. The sl0 was exchanged for an agilis 13f sheath over the wire. The dilator was removed, aspiration and flush was performed, and the volt catheter was introduced. When the distal part (splines) was inside the sheath, aspiration was performed again using a 20cc luer lock syringe. Air bubbles were observed. The catheter was removed and aspiration was performed again and the air was removed. The physician decided to exchange the sheath and the issue was resolved to complete the procedure with no adverse patient consequences.